Event description:
It was reported that the patient complained of chest pain. It was found that the lead perforated through the right ventricle (rv). The rv lead had no capture, no sensing, and high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.